Event description:
The surgeon reported: "after vitrectomy fluid/air exchange was activated via the automatic f/ax valve. No air came into the eye. All tubing was examined for kinking etc. Bss was infused into the eye again. That worked and f/ax was initiated once more, still without any success. There was no harm to the patient and surgery was completed without performing the f/ax." Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).